Event description:
It was reported that only the on button on the large keypad worked. Ther was no pt associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the interface pcb assembly. After replacing the interface pcb assembly, proper operation was confirmed and the device was returned to the customer.